Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported black peppery appearance on monitor screen issue could not be reproduced or confirmed and a root cause of the issue could not be determined. The event can be prevented by following the instructions for use which state: do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope was producing an image that had black dots scattered throughout. There were no reports of patient harm or impact.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the device failed the leak test on the instrument channel, there were deep scratches on the camera body, the adhesive on the protective coating of the bending portion of the device needed to be replaced, the biopsy channel was leaking, the insertion tube was damaged, the scope connector was loose, the angulation wires were out of specification, and the device label was not properly affixed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.